Manufacturer narrative:
Per the reported event, fluoroscopy of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown.

Event description:
The vascade device was selected for closure and inserted into the 6 fr sheath. The disc was deployed, and temporary hemostasis appeared to be achieved. Fluoroscopy was not utilized to verify the disc was in the proper position. The staff then inserted the key into the lock/grip and retracted the black sleeve to expose the collagen. The collagen was stripped off the device. The disc was de-deployed, the device was removed. In recovery, an ultrasound determined that the sfa was 75% occluded by a foreign body. The vascular surgeon was consulted, surgery was performed to remove the collagen plug and flow was restored. The patient was discharged and doing well.